Event description:
It was reported that the lesion was in the right coronary artery. A dissection was noted during use, so another xience v (2.5 mm x 12 mm) was used to treat the dissection. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: sprinter legend. Guide wire: bmw. Inflation: boston scientific. Guide cath: jr. In this case, there was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.